Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge pcb and cine hard disk drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported communication error messages that resulted in a system lock up. No pt serious injury or death was reported related to this event.